Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 the patient obtained the blood glucose reading of 146 mg/dl on the reported meter, for which he received an increased dose of insulin via his pump, as the result was greater than 120 mg/dl. One minute later, the patient obtained a blood glucose reading of 103 mg/dl on the reported meter. Two hours afterwards, the patient experienced the symptom of shaking. The patient did not report receiving any treatment for this symptom. The patient reported additional precision testing results obtained on (B) (6), 2010: 139 mg/dl and 99 mg/dl within 20 minutes of each other. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.